Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed only part of the imaging core and imaging window were returned for analysis. The device was detached at the telescope and sheath section and there was damage to the tubing heat-shrink. Visual and microscopic inspection showed the drive cable and imaging window were twisted. Microscopic inspection showed the guidewire exit port and distal section of the tip were in good condition. The imaging core was cut at the telescope section and showed accordion marks in the tubing heat-shrink.

Event description:
Reportable based on device analysis completed on 13 jun 2024. It was reported that a catheter kink occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, a kink was observed near the transducer. The procedure was completed with another of the same device. There were no patient complications. However, device analysis revealed the imaging window was twisted.